Manufacturer narrative:
There was not enough information provided for a complete assessment of the issue. Baxter has requested more information. If significant information is received a follow-up report will be sent. The system (B)(4) air detector was designed to meet the sensitivity range of (B)(4) microliters to (B)(4) microliters of air at 300ml/minute flow rate when the sensor is calibrated. The system (B)(4) also ha a redundant detection channel tht will detect a (B)(4) microliter bubble of air. An important product information letter dated (B)(6) 2003, was sent to the hemodialysis technicians informing them to ensure their system (B)(4) machines are within the appropriate sensor output range.

Event description:
A report was received from a customer that air went passed the air detector w/no alarm. It was reported that the machine did not detect the air in the lines and the air was visually detected by the nursing staff. The staff recirculated the lines to remove the air from the system and then restarted the treatment. No patient incident was associated with this report.